Manufacturer narrative:
There is no indication service was dispatched for this event. This reportable event was identified during a retrospective review of product complaint conducted from january 1, 2008 and october 23, 2010 for add'l reportable events. All related medwatch reports: 2122870-2011-04969, 04970, 04971, 04972, 04973, 04974, 04975.

Event description:
The affiliate reported the customer alleged low vitamin b12 results, for eight patients, involving unicel dxi 800 access immunoassay system. This report refers to pt number one. Subsequent testing produced a result within normal reference interval. The erroneous result was released out of the lab and questioned by the physician. There was no report of pt injury. There has been no report of change in pt treatment associated with this event.